Manufacturer narrative:
This product will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s device and right ventricular (rv) lead were exhibiting multiple high out of range pacing impedance measurements of greater than 2000 ohms over the past two months. The patient heard tones coming from their device due the high impedances. A revision procedure is being planned but for now, the device and rv lead continue to remain implanted and in service. No adverse patient effects were reported.

Event description:
Additional information from the field indicated that the connection issue was actually related the deterioration of a competitor adapter that was connecting the rv lead to the device.

Event description:
Additional information provided from the field indicated that a revision procedure was performed and the device and rv lead were explanted and replaced. The physician suspected a connection issue or lead fracture to be the reason for the high impedances. No additional adverse patient effects were reported.